Event description:
A (B)(6) female with a gastric fistula treatment generated elevated architect ca19-9xr results of 170.5 u/ml compared to additional testing. The account stated the location of the gastric fistula had quite a lot of inflammation and questioned if the elevated architect ca19-9xr was due to the inflammation. No impact to patient management was reported. Patient testing data: (B)(6) cea = 2.2 ng/ml, ca19-9 = 15.7 u/ml (other months were similar to this level). (B)(6) cea = 10.7 ng/ml, ca19-9 = 170.5 u/ml. (B)(6) cea = 4.5 ng/ml, ca19-9 = 65.5 u/ml. (B)(6) cea= 4.0 ng/ml, ca19-9 = 51.2 u/ml.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
The trend review identified normal complaint activity for the issue under review. The ticket search identified normal complaint activity for likely cause lot. Patient mean data (collected from abbott link) was reviewed. This data was used to calculate the average patient median, which was in turn used to determine the concentration difference of each reagent lot (patient median to the average median patient of all lots). The concentration difference was compared to the total allowable bias as defined by an internal requirement for the architect ca19-9xr assay. None of the reagent lots evaluated exceeded the internal requirement for the architect ca19-9xr assay. This analysis concludes that all reagent lots reviewed, read patient results consistently. A labeling review of the architect ca19-9xr package insert provides the customer with additional information to resolve inconsistent results. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.

Manufacturer narrative:
Suspect medical device lot number was added. An evaluation is in progress. A followup report will be submitted when the evaluation is complete.